Event description:
Same case as MDR # 2134265-2012-03600. It was reported that post a stenting treatment procedure subacute thrombosis occurred. The 2.5x50mm, 95% stenosed lesion being treated was instent restenosis of a previously implanted non-bsc stent located in the calcified and moderately tortuous left circumflex artery (lcx). Predilation was performed. The physician implanted a 2.50x28mm and a 2.75-24mm promus element stents overlapping in the target lesion proximal to distal lcx. Post-dilation was performed and intravascular ultrasound (ivus) was completed. The stents were well positioned and apposed. No patient complications were reported. However, one day later the patient presented with thrombosis. The patient complained of chest pain and cardiac infarction was confirmed (ck elevation). The procedure was completed by aspirating the thrombus with a non-bsc device and the patient was placed on ticlopidin, aspirin, clopidogrel and epdel. No further patient complications were reported and the patient's status is recovered and good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).